Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor exhibited under-sensing, resulted in false pauses. Programming changes were made. The patient was in stable condition.